Manufacturer narrative:
D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with an unspecified smartablate¿ system irrigation pump (us) and the patient experienced pericardial effusion that required pericardiocentesis. The patient also experienced air embolism and st elevation. A pericardial effusion was noticed following an atrial fibrillation procedure. The physician confirmed the pericardial effusion while checking ice (intracardiac echocardiography) post procedure. The patient had no visible symptoms. The medical intervention provided was a pericardiocentesis. The patient was in stable condition after pericardiocentesis. The patient required extended hospitalization (stayed overnight following the procedure). It was also reported that there was an air embolism early in the case which was believed to cause st elevation and could be related to the effusion (per physician's opinion). A vizigo sheath was used. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. There was no known issue with the pump there was no product malfunction.

Manufacturer narrative:
On 6-dec-2024, bwi received additional information regarding the event. Irrigation was used with the stsf. The air embolism and pericardial effusion may have been unrelated but both happened in the same case. The circulating nurse noticed st elevation and then the physician said she thought it was related to an air embolism that occurred early in the procedure. It is unclear how the air embolism happened. The st elevation resolved however it is unclear how it was treated. Additionally, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).